Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the post implant device check, loss of sensing and loss of capture was observed. It was mentioned that during the lead implant procedure, it was difficult to get good parameters but finally physician was able to get stable parameters at apex position. No obvious other issue was noted upon lead screening. Lead was explanted and replaced. The patient was stable during and post procedure.